Manufacturer narrative:
Analysis of the tined lead found that the outer insulation was separated at the butt joint at the proximal end. Conductors #1 and #2 were broken 5.5 cm from the distal end, near the tines. The weld at electrode #3 was also broken. This caused intermittent continuity on circuit #3.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID 3023, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported that the patient could not feel stimulation and their inc ontinence symptoms had returned. The doctor reported high impedances on ¿some¿ electrode combinations. On the other programs within range, the patient still did not feel stimulation. A full system removal and replacement was requested. A pre-operative impedance test at 1v showed that all electrode combinations, with the exception of c and 0, c and 3, and 0 and 3, were greater than 4,000 ohms. The doctor noted that the silicon casing on the lead had pulled away from the electrode contacts where they usually sit in the extension connector. It was stated that no force was used to remove the lead/system. This was indicated to be the cause of the problem and the return of symptoms. At the time of this report, the issue was resolved. No further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.